Event description:
It was reported that this pacemaker was found to be in safety mode. Boston scientific technical services (ts) was consulted and suggested that the device be replaced as soon as possible. At this time, there is no information to suggest a device changeout procedure has been scheduled. Additional information was received that this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode. Boston scientific technical services (ts) was consulted and suggested that the device be replaced as soon as possible. At this time, there is no information to suggest a device changeout procedure has been scheduled. No adverse patient effects were reported. This device remains in service.